Event description:
Siderail on bed is broken. When patient leaned up against siderail, siderail pushed away from bed and patient fell from bed to floor. An increasted level of observation or monitoring required.